Manufacturer narrative:
This follow-up report is being submitted to relay corrected and additional information. Concomitant medical products: biomet g7 freedom const e1 lnr 36mm e, item#: 010000983, lot#: 3453158. Complaint sample was evaluated and the reported event was confirmed. Visual inspection found multiple forms of damage, including indentations, scratches, and gouges. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant products: 010000985, g7 freedom const e1 liner 36mm g, 3453182. 11-107020, freedom constr hd 36mm t1 +6mm, 769940. 11-302101, arcos troch claw large 100mm, 696090. 00625006525, bone scr 6.5x25 self-tap, 63585022. 11-302136, arcos lateral troch bolt 36mm, 489960. 00625006525, bone scr 6.5x25 self-tap, 63341510. 00625006520, bone scr 6.5x20 self-tap, 63572909. 00625006515, bone scr 6.5x15 self-tap, 62411972. 00625006540, bone scr 6.5x40 self-tap, 63745010. 00625006530, bone scr 6.5x30 self-tap, 63523402. 00625006540, bone scr 6.5x40 self-tap, 77002947. 110010268, g7 osseoti multihole 60mm g, 6050381. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2017 - 10091.

Event description:
It was reported that the liner would not lock into the cup. Two different liners were used. There was a 1 hour delay in procedure as a result. Attempts have been made and additional information on the reported event is unavailable.